Manufacturer narrative:
No unexpected number anomaly was noted on the display. No unexpected button error alarms were noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 178mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.